Event description:
It was reported that during initial check and power up, the cardiosave intra-aortic balloon pump (iabp) unit gave error 14 during the self test. There was no patient invovlement.

Manufacturer narrative:
A getinge field service engineer (fse) evaluated the unit for the reported malfunction. The fse replaced scroll compressor. The fse adjusted the vacuum pressure. The fse performed calibrations according to the manufacturer's procedure. The iabp was then determined fit for use.

Event description:
It was reported that during initial check, the cardiosave intra-aortic balloon pump (iabp) unit had an error 14.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.